Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a "vad stop." A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the o.r. (Operating room) team took the controller out of the box to set up for an upcoming implant. The controller never had any contact with a patient and was never assigned to a patient. When they attempted to utilize the disable vad stop alarm, in order to silence the alarm during set up the alarm did not silence. They made several attempts to utilize the disable vad stop alarm. They also tried a different monitor and a different monitor cable. Finally they attempted with a different controller and had no problem. There is no patient involved in this complaint. The controller was exchanged. No additional information provided.

Manufacturer narrative:
The controller passes visual and functional testing. System testing did not indicate any abnormal operation with the capability of the controller to transfer data and to communicate with monitor. As such the silence adapter was able to silence the no power alarm when the motor fixture was disconnected. All alarms worked as expected, loudness and pitch were no different from known working controllers, also the characters and back light were present on the display. The inability of the silence adapter to silence the no power alarm when the motor fixture was disconnected could not be confirmed or duplicated at the bench level. The controller performed as expected during bench testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.